Event description:
Patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device record for this pump and it was operating within specifications at the time of release.